Manufacturer narrative:
Failure analysis confirmed that the insulin pump passed the self-test. No external ram error alarm noted. There was an unexpected restart alarm after battery change due to faulty interface board. The pump was monitored in 50c oven for several days and no blank display noted. The insulin pump was received with normal operating currents. No damage found on the lcd isolation tape noted. The insulin pump was received with cracked display window corners, battery tube threads, reservoir tube lip, belt clip slot, scratched lcd window and missing end cap sticker. The insulin pump was received with no battery cap. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via a phone call a blank display, unexpected restart, and external ram error. Blood glucose at the time of incident was 95mg/dl. The customer states the display goes blank and resets after battery insertion. The customer states this issue is reoccurring. The customers also mention having an unexpected restart and external ram error after the battery change. The customer stated the batteries are lasting less than a week. Troubleshooting was not able to resolve the issue. The customer states the replacement battery cap did not resolve the issue. The insulin pump keeps erasing all the settings after battery change. The device will be returned for analysis.